Event description:
The pt reported problems with charging the implant. The pt was seen by an advanced bionics representative for device evaluation. The problem was confirmed. The surgeon decided to explant the system and replace it with another advanced bionics spinal cord stimulator.